Event description:
Caller stated that she had 36 sessions of transcranial magnetic stimulator (tms) treatment for depression from january 2023 to february 2023. She said the treatment has ruined her life and many other people. After the treatment she experienced significant hearing loss and a state of unbelievable anxiety. She is currently in an undesireable state of anxiety. She further stated that the industry is lucrative by deceiving the consumers and benefiting from them.